Event description:
A nurse reported that an intraocular lens (iol) was exchanged because the haptics did not open properly. In a follow up, the surgeon reported the haptics did not completely unfold which led to a prolapse of the lens into the anterior chamber. The surgeon reported the use of an unapproved viscoelastic and lens/cartridge combination during the surgical procedure. The event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Information was provided that the customer used an unapproved cartridge with an unapproved viscoelastic. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2012 and 02/20/2012 by phone, fax, and mail. A completed questionnaire was received on 02/22/2012. (B)(4).